Event description:
Pt was undergoing a cardiac catheterization via the right groin/femoral approach. The right femoral artery was cannulated with an 186 cook needle with a single wall stick. Because of the pt's peripheral vascular disease, the md decided to use a terumo wire, while trying to remove the wire from the needle, a 6.9 cm x .1 cm piece of coating was stripped from the terumo wire. This coating was removed from the catheter intact. The pt suffered no ill effects from this event.